Event description:
The customer reported that the insulin pump alarmed. Advised the customer revert to back up plan. The blood glucose reading was over 150mg/dl. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk. The device had missing end cap sticker.